Event description:
Asku

Event description:
It was reported that the right ventricular lead was explanted due to an apparent lead fracture. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: proximal conductor fractured; full lead returned and analyzed